Manufacturer narrative:
The customer did not share the product info on the medwatch that was submitted to FDA. Vygon has made several attempts to attain more info from the customer, with very little success. The vygon sales rep was able to take a photo of the PICC in question at the user facility, and we were able to figure out the type of PICC involved. Unfortunately we were not able to attain any lot info in order to perform a lot history analysis. Vygon will continue to contact the customer for add'l info. Vygon will begin a complain investigation when we can accurately determine the product used in this incident.

Event description:
Upon changing the PICC dressing, it was noticed that the PICC line was leaking.